Manufacturer narrative:
The insulin pump unit was received with no up and down button response due to corroded keypad traces. No ramping number on their own or scrolling bar moving anomaly noted. Analysis was unable to perform rewind and basic occlusion, occlusion, prime/ compromised force sensor, the excessive no delivery and displacement test due to no up and down button response. The insulin pump received with cracked case near display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a keypad anomaly and experiencing high blood. The blood glucose at the time of the incident was 257 mg/dl. The customer states the numbers are ramping on their own. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.